Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and UDI number. Updated fields: d4, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the jet tube (j-tube). There was no patient involvement.